Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe the syringe is damaged, as a result of which medication has not reached the patient. The following information was provided by the initial reporter: syringe is damaged, as a result of which medication has not reached the patient. On 03/22/2019 additional information received: did the defect lead to the leakage? Yes. Which liquid was used with the syringe? Remifentanil. Due to the defect, the propofol perfusor ran back into the defective syringe. Exposure to blood/bodily fluid? No. Serious injury? Awareness. Medical intervention? Yes, prepare new remifentanil syringe, administer midazolam, post-on enable medical psychology. Course of treatment changed? Yes, with emphasis on psychological support other actions? Decentralised incidents reporting commissions and emergency notification. Are samples still available? Yes.

Manufacturer narrative:
Investigation: one photo sample was provided for investigation. Through visual inspection, damage is observed on the barrel. The damage noted causes the stopper to become distorted when moved across the damaged area. A device history review was performed for reported lot 1901244, no deviations or non-conformances related to this issue were identified during the manufacturing of this batch. Product is routinely inspected throughout manufacturing to avoid any defect. Although no direct issue was identified, it was confirmed this instance occurred as a result of the barrel becoming jammed in the manufacturing equipment.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe the syringe is damaged, as a result of which medication has not reached the patient. The following information was provided by the initial reporter: syringe is damaged, as a result of which medication has not reached the patient 03/22/2019 additional information received: did the defect lead to the leakage? Yes. Which liquid was used with the syringe? Remifentanil. Due to the defect, the propofolperfusor ran back into the defective syringe. Exposure to blood/bodily fluid? No. Serious injury? Awareness. Medical intervention? Yes, prepare new remifentanil syringe, administer midazolam, post-on enable medical psychology course of treatment changed? Yes, with emphasis on psychological support other actions? Decentralised incidents reporting commissions and emergency notification. Are samples still available? Yes.